Event description:
It was reported that the pump date was incorrect, cause was unknown. The customer experienced a low blood glucose (bg) level (48-49 mg/dl). The customer consumed carbohydrates to treat the bg. The date was corrected and the customer resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.